Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a primary breast implant with two smooth mentor memorygel breast implants (500cc on the right and 475cc on the left) experienced right-sided grade IV capsular contracture and bilateral anisomastia postoperatively. The patient had right-sided breast pain and anisomastia from bilateral loss of breast volume with weight loss. Right-sided capsular contracture with deformity was confirmed by a physician. As a result, the patient underwent explantation and replacement with 650cc mentor memorygel breast implants, catalog # 3506504bc, left lot-serial # (B)(4) and right lot-serial # (B)(4) on (B)(6) 2020. This medwatch report is for the left-sided implant.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).